Event description:
It was reported that prior to use, the implantable loop recorders (ilr) could not be interrogated. Multiple interrogation sessions were attempted to interrogate, but to no avail. It was noted that rebooting the programmer did not resolve the issue. The next day, a different programmer was used and interrogation could be initiated, however, was often aborted. The devices were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.